Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional additionally reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening extended on posterior side. Observed creases in the device. Observed red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.